Event description:
Information received from the field notes that during a routine evaluation, it was observed that the patient was pacing at rest at a rate above the base rate. The interrogated rate was less than the pacing rate. A at the new programmed rate.~~~~~~~~